Event description:
This was initially received via regulatory authority (reference number: mw5078261) on 16-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated out of the fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, plain (multi vitamin) and tamoxifen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), ovarian cyst ("large ovarian cyst"), pelvic pain ("progressive intractable pain"), menstrual disorder ("menstrual issue") and menorrhagia ("abnormal heavy menses"). The patient was treated with surgery (hysterectomy done). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. The reporter commented: an outcome hospitalization was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: showed ovarian cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078261) on 16-jul-2018. The most recent information was received on 12-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated out of the fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, plain (multi vitamin) and tamoxifen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), ovarian cyst ("large ovarian cyst"), pelvic pain ("progressive intractable pain"), menstrual disorder ("menstrual issue") and menorrhagia ("abnormal heavy menses"). The patient was treated with surgery (hysterectomy done). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, pelvic pain, menstrual disorder and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. The reporter commented: an outcome hospitalization was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: showed ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.